Event description:
It was reported that the right ventricular (rv) lead had elevated pacing threshold and worsening impedance. It was further reported that the patient exhibited muscle stimulation on a prior device check. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).